Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) a fluid leak. Fluid was discovered during dwell 4 of 5. The patient was connected during incident. Fluid was not discovered in the pump module area; fluid was discovered on the external of the cassette. Fluid leaked from the supply bag connection. There were no alarms/warnings prior to or after the leak. The film on the back of the cassette is not loose. The patient contact cancelled the treatment and will call pdrn regarding treatment. Upon follow up, the patient contact confirmed the reported event. The patient contact stated that during the patient¿s dwell on (B)(6) 2025 going into (B)(6) 2025 they encountered two (2) 1.5% 5l solution bags that were leaking by the cone area where the cycler set tubbing connects to the bag. Per the patient contact all the connections were securely connected and somehow, they noticed that the lines disconnected from the solution bag, causing the leak. The leak was coming from the cone area where the tubing connects to the solution bag. The patient contact stated that there were no external leaks coming from the solution bag prior to the event. All the supplies were connected properly prior to the event. The patient contact stated that they grabbed another solution bag, broke the cones (with no issues/no leaks) connected the cassette and the same thing happened again. Fluid started to leak from the connections. At that point in time per patient contact they cancelled treatment and contacted the peritoneal dialysis registered nurse (pdrn) for further assistance. The patient contact stated that the pdrn advised to cancel treatment and use a different box of cassettes for the next treatment and to contact customer service. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete a full treatment on the night of the reported event.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) a fluid leak. Fluid was discovered during dwell 4 of 5. The patient was connected during incident. Fluid was not discovered in the pump module area; fluid was discovered on the external of the cassette. Fluid leaked from the supply bag connection. There were no alarms/warnings prior to or after the leak. The film on the back of the cassette is not loose. The patient contact cancelled the treatment and will call pdrn regarding treatment. Upon follow up, the patient contact confirmed the reported event. The patient contact stated that during the patient¿s dwell on (B)(6) 2025 going into (B)(6) 2025 they encountered two (2) 1.5% 5l solution bags that were leaking by the cone area where the cycler set tubbing connects to the bag. Per the patient contact all the connections were securely connected and somehow, they noticed that the lines disconnected from the solution bag, causing the leak. The leak was coming from the cone area where the tubing connects to the solution bag. The patient contact stated that there were no external leaks coming from the solution bag prior to the event. All the supplies were connected properly prior to the event. The patient contact stated that they grabbed another solution bag, broke the cones (with no issues/no leaks) connected the cassette and the same thing happened again. Fluid started to leak from the connections. At that point in time per patient contact they cancelled treatment and contacted the peritoneal dialysis registered nurse (pdrn) for further assistance. The patient contact stated that the pdrn advised to cancel treatment and use a different box of cassettes for the next treatment and to contact customer service. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete a full treatment on the night of the reported event.